Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). A total of five-hundred (500) samples were provided for evalaution. The samples were visually evaluated and potential micro-holes were identified. Raw material supplier, manufacturing supervisor, and quality engineer have all been made aware of this report. Based on the investigation findings, the reported defect was confirmed. The reported defect is likely attributed failure in the production process. The defect is called picks; picks are a part of the non-woven process that had limitation within a sample size. Per supplier investigation, a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the event description, the filters have one pinpoint hole in multiple filters within the pack.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.